Event description:
The ge oec 9800 fluoroscopy system had technical factors go to maximum value but system did not display an image.

Manufacturer narrative:
A ge service rep investigated the issue and found an open wire in the hv cable assembly that was replaced to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.